Manufacturer narrative:
Evaluation of the returned sample finds for bent guide wire and backup tabs. The reported deployment issues are a known result of this condition. The components are found to be bent from applied forces when in use while attempting fixation at the cooper¿s ligament. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2023, an optifix fixation device was used. When the first fastener was attempted to be deployed to the area of fixation at the cooper¿s ligament, the fastener could not be placed in tissue. It was noted that the wire was bent, and the second fastener could not be deployed. The procedure was completed with another optifix device. There was no reported patient injury.